Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Intermittent capture/unstable thresholds were noted on the left ventricular lead. The left ventricular capture management weekly trend data shows that since 20nov2014 the threshold varied from 1.375 v up to 5 v. Concomitant product: c2tr01 ipg, implanted on (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was out of breath while walking. The patient also reported being dizzy and near syncope for several weeks. Both the right ventricular and the left ventricular leads had high thresholds. The right atrial lead had low pacing impedance. All three leads were reprogrammed and remain in use. The patient continues to be monitored by the physician. No further patient complications have been reported as a result of this event.